Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran a contamination test, resulting negative. The cse aligned and verified alignments of all arms and mixers. The cse ran precision and system check, which were acceptable. The cse then ran quality controls, resulting within range. A siemens technical applications specialist (tas) was dispatched to the customer site. The tas performed precision testing, which resulted in outliers. The cse was re-dispatched to the site. The cse replaced mixers, probes, tubing, pump cassettes, reagent probe 2 transducer, and probe, drain and syringe tips. The cse decontaminated the system, performed system check and precision tests. Quality controls were run, resulting with acceptable results. The cause of the discordant, falsely elevated ctni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on three patient samples on a dimension xpand plus with hm instrument. Two of the discordant results were reported to the physician(s), who questioned them. The samples were repeated, resulting negative. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.